Manufacturer narrative:
No sample device was returned for investigation. Complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No further information is expected. (B)(4)

Event description:
In a literature article entitled, "visual aberrations in a multifocal intraocular lens with injection-related scratches," a surgeon reported that there are reports of an in-the-bag explantation of an intraocular lens (iol) due to strong attachment to the capsule, which was fibrotic and contracted. No further information is expected.

Manufacturer narrative:
(B)(4).